Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 915 mg/dl. Customer stated that he was having a lot of trouble trying to rewind his insulin pump prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed prime alarm during prime test due to moisture damage noted in force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery alarm test due to prime alarms. The insulin pump passed displacement test. The insulin pump rewinds properly. During visual inspection, there is a cracked reservoir tube lip and scratched display window.